Manufacturer narrative:
B5: lens was exchanged for a longer length lens due to low vault without rotation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6: 4627 added and 4629 omitted for correction. Claim#(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of a -11.0 diopter, was implanted into the patient's right eye (od) on (B)(6) 2023 . On (B)(6) 2023 , the lens was removed and the longer length lens was implanted. Cause of the event is unknown. The problem was resolved.